Manufacturer narrative:
Device was manufactured to specification. No abnormalities noted.

Event description:
User noticed the valve flaps missing from the device upon waking in the morning. It is unknown whether the device was defective before use or if the flaps detached during use.